Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, despite changing the pump supplies in an attempt to resolve the issue, insulin was not observed to be delivering. Customer's blood glucose (bg) was 360mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.